Event description:
It was reported to adac that the pt image info is incorrect when reported with two different magnifications. The user reported that there was a break in the slices. No injuries were repored as a result of this issue.